Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B53030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, high cholesterol, back injury, neck injury nos, perineal pain, postmenopausal bleeding, abdominal pain, intermittent fever, vaginal dryness, urinary incontinence, hot flashes and dysuria. Concomitant products included amlodipine besilate (amlodipine besylate) from (B)(6) 2017, amlodipine besilate (norvasc) from (B)(6) 2017 to (B)(6) 2018, escitalopram oxalate (lexapro) from (B)(6) 2014 to (B)(6) 2019, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2017 to (B)(6) 2018, fluoxetine from (B)(6) 2018 to (B)(6) 2019, oxycodone since (B)(6) 2013, paracetamol (acetaminophen) since 2003 and simvastatin from (B)(6) 2015 to (B)(6) 2018. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("rashes or skin conditions type: arms") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, alopecia, weight increased, migraine, headache, gastrointestinal disorder and vaginal haemorrhage had resolved and the psychological trauma, hormone level abnormal, mood swings and rash outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, psychological trauma, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure:(B)(6) 2013 and (B)(6) 2012. Plaintiff received treatment for psy injury, , bladder/urinary problems: bladder/urinary problems, uti. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: fallopian tube occlusion. Assess for patency. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- hormonal changes describe: mood swingabnormal bleeding (vaginal), rashes or skin conditions type: arms. Aka name, medical history, concomitant drug were added. Onset date of event menorrhagia, urinary tract infection, dyspareunia, fatigue, alopecia, mood swings, pelvic pain, weight increased, lab data were updated. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy . (Full), salping (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, alopecia, weight increased, migraine, headache and gastrointestinal disorder had resolved and the psychological trauma and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2013. Plaintiff received treatment for psy injury, bladder/urinary problems: bladder/urinary problems, uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia(heavy menstrual bleeding), rash/skin condition, psy injury, bladder problems, urinary problems, uti, fatigue, hair loss, hormonal changes, weight gain, migraine, headache, gi condition. Event outcome was added for the events: dyspareunia , pelvic pain, abdominal pain, dysmenorrhea , menorrhagia, rash/skin condition, bladder problems, urinary problems, uti, fatigue, hair loss, hormonal changes, weight gain, migraine, headache, gi condition. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B53030) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypertension, high cholesterol, back injury, neck injury nos, perineal pain, postmenopausal bleeding, abdominal pain, intermittent fever, vaginal dryness, urinary incontinence, hot flashes and dysuria. Concomitant products included amlodipine besilate (amlodipine besylate) from (B)(6) 2017 to (B)(6) 2017, amlodipine besilate (norvasc) from (B)(6) 2017 to (B)(6) 2018, escitalopram oxalate (lexapro) from (B)(6) 2014 to (B)(6) 2019, ethinylestradiol;norgestimate (sprintec) from (B)(6) 2017 to (B)(6) 2018, fluoxetine from (B)(6) 2018 to (B)(6) 2019, oxycodone since (B)(6) 2013, paracetamol (acetaminophen) since 2003 and simvastatin from (B)(6) 2015 to (B)(6) 2018. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), migraine ("migraines / headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("rashes or skin conditions type: arms") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Full),salping(bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, urinary tract infection, fatigue, alopecia, weight increased, migraine, headache, gastrointestinal disorder and vaginal haemorrhage had resolved and the psychological trauma, hormone level abnormal, mood swings and rash outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, psychological trauma, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2013 and (B)(6) 2012. Plaintiff received treatment for psy injury, , bladder/urinary problems: bladder/urinary problems, uti. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion; on (B)(6) 2014: fallopian tube occlusion. Assess for patency. Imaging procedure - on an unknown date: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.